Event description:
Customer reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the screen. There was no reported impact on the customer's blood glucose level, as the caller declined to provide specific blood glucose information. Customer tech support instructed the customer on proper button pressing techniques and assisted with removing the pump from its case, but the issue persisted. Consequently, tech support decided to replace the pump, and the customer was instructed on how to return the faulty device using a pre-paid label. The customer agreed to continue using their current pump as backup therapy until the replacement arrived.